Manufacturer narrative:
One cadd pump was returned for analysis. Visual inspection performed and product found to be in good condition. Use testing was performed. Device history record was reviewed and does shows the lec 1210 alarm. Customer's complaint was verified. The mp board will be replaced during service. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump is continually beeping with no error message while the batteries are in the pump. No reported adverse effects.